Event description:
It was reported that fluoroscopy revealed conductor separation without externalization. Undersensing of vf was noted. The lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors were observed at 9.5-10.5cm from the distal tip. No etfe damage was observed on the cables at this site. Internal abrasion sites were observed under the rv and svc shock coils. Under the svc shock coil, the svc cable etfe insulation abraded against the svc shock coil. At 11.0-13.5cm from the distal tip, under the rv shock coil, the ring electrode cable etfe insulation abraded against the inner coil.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.